Manufacturer narrative:
Product event summary: the pscc100 catheter of lot number 0012698029 and data files containing images were returned and analyzed. No log files were received. The data files contained one image and video showing both catheter interface cable (cic) connector on the catheter side was open(separated). Visual inspection was carried out. No anomalies were identified during the external visual inspection of the array and shaft segments. During the external visual inspection of the handle segment, the capture device adapter was observed to be detached. Catheter identification and ablation testing was performed. The printed circuit board assembly (pcba) chip was reprogrammed for functional testing. During functional testing, the generator terminated therapy delivery due to system error #200o indicating that there was an electrical current error. Verification of steering mechanism was conducted. Deflection testing was performed by rotating the steering knob clockwise and counterclockwise. The distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was performed. The guidewire lumen (gwl) did not respond to slide control movements and failed to advance as expected. Electrical continuity and hipot verification: electrical continuity testing revealed an open loop on the electrode wires for electrodes #1, #3, #4, #5, #7, and #8. Electrode #6 exhibited intermittence, with its impedance measured in the range of 400 ohms. Inspection and testing (microscope/x-ray imaging). Inspection and testing were performed to verify the integrity of the catheter subcomponents: electrode wire insulation was observed to be burnt/damaged. Electrode wires were found to be entangled. Electrode wire(s) appeared charred. Electrode wires for electrodes #1, #3, #4, #5, #6, #7, and #8 were broken. A kink was observed on the guidewire lumen at 11 inches from the luer. The hypotube was broken at 10.6 inches from the luer. In conclusion, the reported cable connection issue was not reproduced, the catheter failed the return product inspection due to an electrode wire insulation in handle observed to be burnt/damaged, electrode wire(s) observed tangled in the handle region, electrode wire(s) observed to be charred in the handle region, adapter to the capture device observed to be detached, a guidewire lumen kink and a broken hypotube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after the pscc100 pulseselect catheter and 4fc12 flexcath advance 12f sheath were inserted into the left atrium, the catheter tail wire was found to be cracked and could not be successfully connected to the machine. Repeated attempts to connect the tail wire failed, and troubleshooting efforts using tape, tweezers, and other tools to fix the cracked wire were unsuccessful. Technical support was consulted but the issue could not be resolved. The procedure was switched and completed with radiofrequency ablation. No patient complications have been reported as a result of this event.